Manufacturer narrative:
Block e1 initial report phone number: (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastroenterostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange could not be deployed. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 was corrected following a review that the misuse statement was not added in the previously submitted report. Block e1 initial report phone number: (B)(6). Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastroenterostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange could not be deployed. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: the complainant reported that the stent was to be placed for gastroenterostomy procedure. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block e1 initial report phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastroenterostomy procedure. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the stent fully covered and undeployed, with the deployment hub in position 2, and the outer sheath was bent. The delivery system was disassembled, and the sheath was stretched out. No other issues were noted with the stent and delivery system. The reported event of stent failure to deploy was confirmed. Taking all available information into consideration, the investigation concluded that the reported event of stent failure to deploy was likely due to procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), which may have limited the performance of the device and contributed to the reported event. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was to be placed for gastroenterostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange could not be deployed. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: the complainant reported that the stent was to be placed for gastroenterostomy procedure. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the jejunum.